Event description:
A report was received that the patient developed a staphylococcal infection within the epidural space. Symptoms included soreness in back and lightheadedness. The physician believed that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead; 50cm model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-4316, lot #: 18041256, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed a (B)(6) infection within the epidural space. Symptoms included soreness in back and lightheadedness. The physician believed that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.